Event description:
The customer reported that a donor did not receive any saline. Patient information and outcome are unknown at this time.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at a customer site. The technician performed dual valve, return pump cca auto test, fluid test successfully. The device is working as intended. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at a customer site. The technician performed dual valve, return pump cca auto test, fluid test successfully. The device is working as intended. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed -11.32% fluid balance, the customer did not allege hypovolemia. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that a donor did not receive any saline. Patient information and outcome are unknown at this time.